Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt had passed away. The pt was reportedly seizure-free from january 2000 to may 2000. In 2000, the pt was admitted to the hospital for break-through seizures with fever. The pt had been in their normal stage of health until earlier that morning. The pt was admitted and was observed overnight and was hemodynamically stable, but did not wake up; pt remained very sleepy. The following morning, the pt was noticed to have mental status change and was unresponsive in respiratory failure. Pt began experiencing abnormal breathing and was taken to the operating room for a vp shunt revision. After the vp shunt revision, the pt was started on rocephin and nafcillin, but mental status did not improve. Two days later, the pt remained in a deep coma and was unresponsive to painful stimuli. An apnea test was performed and the pt was apneic for seven minutes. A neurologic exam was done twice, and the pt was pronounced dead by brain death criteria. The pt reportedly developed massive cerebral edema and died. The pt's parent stated that they feel the vns is partially responsible for the pt's death; however, they did not state why they feel that way. The death certificate stated the cause of death as cerebral edema along with seizures and a ventriculo-peritoneal shunt malfunction as consequences of death. The pt was taking phenobarbitol, but it had been discontinued. The pt was currently prescribed 45mg of topirmate. No autopsy was performed and the lead and generator were not explanted.